Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that after a knee arthroplasty the patient is alleging harm by the device. The nature of the harm is unknown.

Manufacturer narrative:
The event cannot be confirmed as the part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.